Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that a 6f angio-seal was used post cardiac catherization. After 2 hours of bed rest, the patient mobilized and was then discharged. At 36 hours post discharge, when the patient stood, a pop was heard and felt in the groin. The patient felt a hematoma in the groin and went to the emergency room. An ultrasound revealed a hematoma that was approximately pear sized. The hematoma was cared for with manual compression and the patient sent home. Three days later, the patient complained of the same thing and went back to the emergency room. Another ultrasound was performed and no hematoma was found; the original hematoma had resolved. The groin did not appear to be worse.